Event description:
It was reported that the patient presented in the clinic for a follow up. Review of the stored electrograms revealed that the implantable cardiac monitor exhibited ventricular noise. The device was reprogrammed. Noise was still detected when the patient reached across her chest. No patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).